Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that after inserting a new battery, the display was gone and only the alarm sound was heard. The customer could not get the insulin pump to work. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit was monitored and no blank display anomalies were noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08840 inches. No unexpected alarms noted. Unit was unable to download due to multiple displayable history check failed on startup alarms in history screen. Displayable history check failed on startup alarms are due to corrupted history file. Unit received with cracked case at display window corners, cracked reservoir tube lip and minor scratches on lcd window.